Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was declined troubleshooting. Customer states the insulin pump had scratch on the screen, when they were changing reservoir they noticed a piece of plastic chipping off, insulin pump had an unexplained or random no delivery alarm, when priming the insulin ever squirt out instead of drip, insulin pump had alarms other than low battery and low reservoir, buttons were hard to push, sticky or sometimes unresponsive and insulin pump locked up and become unresponsive. The device will not be returned for analysis.